Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the ins was not working, and patient was meeting with a doctor to have it replaced. No further complications are anticipated.

Manufacturer narrative:
Review of this additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the battery was not working because it had reached it¿s normal end of service. The patient confirmed that the replacement surgery was on (B)(6) 2019, and that everything went well and that he is fully recovered. There were no further complications reported or anticipated.